Event description:
It was reported that during a routine follow up the right atrial (ra) lead thresholds did not capture in both the bipolar and unipolar configurations. The pace impedance measurements were out of range in the unipolar configuration. It was also noted that pectoral simulation was seen when a temporary mode was used in which the ra lead configuration was in the unipolar setting. The physician performed and x-ray and fluoroscopy which confirmed that the lead was fractured. A revision took place, and a surgical cap was put on the terminal pin of this lead, while for the fractured part of the lead nothing was done as this was away from the pocket incision. No additional adverse patient effects were reported.

Manufacturer narrative:
The fracture allegation was confirmed based on the gap between ends of the lead visible in the fluoroscopy image. The insulation damage was also confirmed based on the same image. The image does not allow confirmation of the cause of the discontinuity of the lead. We have determined that the clinical observations were due to the lead fracture. Fractured lead conductors are considered design-related when the damage occurs during normal use.

Event description:
It was reported that during a routine follow up the right atrial (ra) lead thresholds did not capture in both the bipolar and unipolar configurations. The pace impedance measurements were out of range in the unipolar configuration. It was also noted that pectoral simulation was seen when a temporary mode was used in which the ra lead configuration was in the unipolar setting. The physician performed and x-ray and fluoroscopy which confirmed that the lead was fractured. A revision took place, and a surgical cap was put on the terminal pin of this lead, while for the fractured part of the lead nothing was done as this was away from the pocket incision. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the right atrial (ra) lead thresholds did not capture in both the bipolar and unipolar configurations. The pace impedance measurements were out of range in the unipolar configuration. It was also noted that pectoral simulation was seen when a temporary mode was used in which the ra lead configuration was in the unipolar setting. The physician performed and x-ray and fluoroscopy which confirmed that the lead was fractured. The lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up the right atrial (ra) lead thresholds did not capture in both the bipolar and unipolar configurations. The pace impedance measurements were out of range in the unipolar configuration. It was also noted that pectoral simulation was seen when a temporary mode was used in which the ra lead configuration was in the unipolar setting. The physician performed and x-ray and fluoroscopy which confirmed that the lead was fractured. A revision took place, and a surgical cap was put on the terminal pin of this lead, while for the fractured part of the lead nothing was done as this was away from the pocket incision. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date and update the describe event or problem section.